Event description:
It was reported that charging cable was damaged and charging supplies were no longer functional, so pump could not be charged. There was no reported impact to the customer¿s blood glucose level. Technical support arranged replacement charging supplies, and customer was instructed to rely on multiple daily injections if pump battery depleted before replacement supplies arrived.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.